Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would shut off during use. The programmer powered up and worked as expected. It was indicated that the programmer stylus tip was loose but the stylus was functional. It was also indicated that the power cord bay assembly latch was worn. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer shut off during use. The programmer was returned for service. No patient complications have been reported as a result of this event.